Event description:
It was reported that patient received inappropriate atp therapy and a high voltage for a probable svt. Programming changes were recommended. Patient will be followed up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.